Event description:
The physician attempted to place a 3.0 x 18mm biodivysio stent in the mid left anterior descending artery. Upon visual inspection the stent "appeared fine". The vessel was 75% stenosed, 3.0 mm in size and moderately stenosed. Predilatation was performed, but the stent would not cross the lesion. The artery was ballooned several times and the stent still would not cross the lesion. It was reported that while removing the device, the guiding catheter and stent delivery system were not removed as one unit. The physician felt that the struts may have been damaged. The physician then used a 3.0 x 18mm zeta which did cross successfully. There was no report of adverse patient event.